Event description:
Epidural catheter disconnected where the epidural tube connects to the clear catheter connector clamp style provided in the epidural kits. This is the second time this happened on this patient. Due to this incident the patient experienced unnecessary pain. Device is from the design options perifix epidural anesthesia tray.